Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, laceration or tearing of vascular structures is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight on the ra lead, steady progression was made down the innominate, through the superior vena cava (svc), and down to the right atrium. Then, targeting the rv lead with the 14f glidelight, advancement was made to the innominate/svc junction, but binding was encountered. Switching to a spectranetics 11f tightrail rotating dilator sheath, progress was made past the binding site, and the ra lead was removed. When removing the tightrail from the patient, the blood pressure dropped, and rescue efforts began, including rescue balloon. The blood pressure stabilized; however, the abdomen became extended and it was unclear where the bleeding was coming from. Therefore, a sternotomy and exploratory laparotomy were performed, but unable to find the source of the bleeding. Angiographic imaging was performed, and detected a fistula between the aorta and innominate vein (MDR #3007284006-2026-00060). The decision was made to abandon the extraction procedure, and the rv lead, along with the lld ez, was cut/capped and remained in the patient. Attempts to unlock the lld ez were unsuccessful (MDR #3007284006-2026-00061). The patient survived the procedure. This report captures the 13f tightrail in use when the fistula occurred, requiring intervention. There was no alleged malfunction of the tightrail device in use during the procedure.